Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level was 315 mg/dl at time of incident, 400 mg/dl and treated with insulin pump. Customer feels okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they had contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer stated that the drive support cap appears normal. Customer reported that the insulin exited at the quick release. Customer reported that the basal rates were programmed accurately. Customer reported that the bolus wizard was programmed accurately. Customer reported that the bolus history displays all entries based on their recollection. Customer performed displacement test and test result was passed. The insulin pump will not be returned for analysis.